Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The core was separated distal to the center solder, but the guide wire remained in one piece. The reported peeled/delaminated could not be confirmed; however, it is possible that the guide wire break noted during return analysis was inadvertently reported as delaminated, but this could not be confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to confirm the reported peeled/delaminated. The reported difficult to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H3, h10: the device was returned for analysis. H6: type of investigation code 4114 was removed. H6: investigation conclusions code 4315 was removed.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The versaturn guidewire(B)(4) (gw) was attempted to be used in a procedure; however, the gw met with resistance with the catheter. Therefore, the gw was removed from the patient and delamination [peeling] was noted on the gw. Another gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided.